Manufacturer narrative:
Reported device not marketed in the us, however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the us. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical sa (manufacturer) exemption number: e2014012. Manufacturing site evaluation: evaluation on-going. Please note: this initial MDR is being re-submitted per FDA request as FDA notified b.braun that FDA was unable to locate the original initial MDR submitted on 05/09/2017.

Event description:
Country of complaint: (B)(4). It was reported that a during a femur luxation suture for join capsule on a animal (cat) that after 1-2 stitches the thread breaks. The thread broke during two different op's during the closing process. A total of 3 packs were used in all, per the reporter, the thread is broken at the beginning of the seam.

Manufacturer narrative:
Samples received: 20 unopened pouches. Analysis and results: there are no previous complaints of this batch. Manufactured and distributed in the market 396 units of this batch. There are no units in stock. Received 20 closed samples. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements. 3.49 kgf in average and 3.19 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Remarks: "when working with monoplus® suture material, great care should be taken in order to ensure that the surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfil the specifications of b. Braun surgical, this incidence is noted in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.